Manufacturer narrative:
Additional information was received on 03/02/2016 stating that the customer's bg levels have been good and that the tandem clinical diabetes specialist has conducted additional training with the customer. The t:slim g4 user guide states that the bolus history shows the bolus request, the bolus start time, and the bolus completion time. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that on two occasions, the customer received a bolus that the customer had not requested. The customer's blood glucose (bg) level was 50 mg/dl. The low bg level was addressed with food and juice. Review of pump data upload by tandem technical support revealed that the bolus deliveries were requested by the user.